Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fractionated of inspired oxygen (fio2) know was turned all the way to the right and it was only reading at 85%. The device was not changed out, as they were able to finish the case with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.